Manufacturer narrative:
The customer reported that the spo2 cables on the input unit used in conjunction with the bedside monitor (bsm) are causing issues. The spo2 signal is lost on the bsm and the only way to bring it back is to reseat the spo2 cable. He said they receive the signal loss within 10-20 minutes, then it drops off. He doesn't receive "probe off" messages. The bsm will drop the entire spo2, including both the waveform and numerics. The bme confirmed he was using 3rd party cables on the ay unit when issue was discovered. The input unit and cables were sent to nihon kohden for evaluation and repair. The input unit came in with two pacific medical non-nellcor trunk cables and with a nellcor spo2 probe connected. The generic brand cables both have labels stating they are compatible with oximax technology. When tested, the customer complaint was confirmed. When set up on a spo2 simulator, the spo2 would only work for about 30 minutes then fail to read until the cable was removed and then plugged in again. The input unit was opened and it was found that the pins had been pushed out of the back of the connector. Also, the mpu board on this unit has a b type connector and should be used with a b type cable. The cable being used was an a cable (round pins) and is known to damage b type connectors. This can be referenced per technical bulletin number: mtbex 038. The reported event is the result of customer misuse. The mpu board was replaced to fixed the issue reported and the repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the spo2 cables on the input unit used in conjunction with the bedside monitor (bsm) are causing issues. The spo2 signal is lost on the bsm and the only way to bring it back is to reseat the spo2 cable. He said they receive the signal loss within 10-20 minutes, then it drops off. He doesn't receive "probe off" messages. The bsm will drop the entire spo2, including both the waveform and numerics.